Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that experienced a ventricular fibrillation (vf) episode where the device failed to shock the patient. The patient arrived at the hospital and the device was interrogated. The patient's electrocardiogram showed a normal sinus rhythm. The patients' relatives noted that the patient received multiple shocks prior to arriving at the hospital, and an external shock was delivered after arrival to the hospital to convert the arrhythmia. There was no plan to change the device at this time. The patient was currently unconscious.

Event description:
It was reported that experienced a ventricular fibrillation (vf) episode where the device failed to shock the patient. The patient arrived at the hospital and the device was interrogated. The patient's electrocardiogram showed a normal sinus rhythm. The patients' relatives noted that the patient received multiple shocks prior to arriving at the hospital, and an external shock was delivered after arrival to the hospital to convert the arrhythmia. There was no plan to change the device at this time. The patient was currently unconscious.